Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - (B)(6) 2016. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide device was received with no reported information. The cath lab manager at the site was contacted and no one at the user facility could remember the details of the case or the device issue. No information could be provided. Preliminary analysis of the returned device revealed the device was returned in the deployed state with blood in and on the device. The suture was separated at the posterior needle tip. The suture was separated at the posterior needle tip. The separated portion of the suture was visible inside the swage end of the needle tip. A device in this condition would not have achieved hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. No information in this case was provided and the device was returned with a suture detachment. A conclusive cause for the reported event could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.